Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
The customer reported that the cct monitor/injector arm dropped down from the ceiling after the arm was moved to a new position on a brilliance 64 CT system. A philips project manager (ppm) confirmed that there was no harm to a patient, operator or bystander associated with the event. The ppm reported that the customer had requested the arm to be moved from one CT room to another room and that the field service engineer (fse) was directed by the customer's building department to mount the ceiling arm to a wooden panel in the ceiling (using woodscrews). The ceiling arm is a dual mavig arm (capability: 2 by 21 kg) which supports a monitor (4 kg) and a medrad injector (less than 20 kg including the arm). The ppm reported that there was no one in the room when the base of the mavig arm partially pulled out of the wooden plate in the ceiling and both arms dropped down into the patient area. The arm was removed and reinstalled in another ceiling area, which is of steel construction to resolve the issue.

Manufacturer narrative:
On (B)(6) 2016, the customer reported that the continuous computed tomography (cct) monitor/injector arm dropped down from the ceiling after the arm was moved to a new position on a brilliance 64 CT system. A philips project manager (pm) confirmed that there was no harm to a patient, operator, or bystander associated with the event. The pm reported that the customer had requested the arm to be moved from one CT room to another room on 25-nov-2015. A 3rd party service provider was responsible for demounting the cct monitor arm and a philips field service engineer (fse) was responsible for remounting in the new location. When the demounting was performed, the shim was not demounted. When the philips fse performed the remounting, he was not aware that the shim was missing as it was not visible at the point of mounting. The fse was directed by the customer¿s building department, which included a structural engineer, to mount the ceiling arm to a wooden panel in the ceiling. The pm reported that there was no one in the room when the base of the mavig arm partially pulled out of the wooden plate in the ceiling and both arms dropped down into the patient area. While the fse expressed concerns with the placement of the cct monitor/injector arm, the installation manual defers to the site structural engineer or architect for proper placement. The site's structural engineer directed the fse to install the cct monitor/injector arm in the wooden panel attached to the ceiling. On 29-dec-2016, philips service removed the arm and properly reinstalled it in another ceiling area, which was of steel construction to resolve the issue. The fse added the missing shim to complete proper installation. On 29-feb-2016, philips engineering determined there is no defect or flaw in the design or production of the CT system or the cct option. This incident resulted directly from an installation that did not meet philips recommendations. The installation has since been corrected.